Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during an implant procedure, the stylet became lodged in the right ventricular (rv) lead and would not withdraw. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.